Event description:
A malfunction alarm, specifically an alarm 20, was reported during a pumping event. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in loading a new cartridge, allowing them to successfully resume insulin therapy.